Event description:
Pt admitted for spleenectomy due to enlarged spleen & chronic thrombocytopenia. Five days later the platelet count was 64,000 & 12 units of platelets were ordered to be transfused. The lab pooled them into two bags. The first bag was hung at 2210. At 2230 pt began complaining of increased back pain & was shaking. The infusion was stopped. The pt seemed to improve. The physician was called & ordered benadryl & continue the platelets using a filter. The nurse inadvertently hung a red cell filter but discontinued it after a couple of minutes of infusion. She then hung the leukocyte reduction filter as ordered at 2300. Vital signs remained stable but o2 sat dropped at 2330 to the mid-80s. Pt was placed in oxygen. At 0010 the physician was notified of increased respiratory distress & ordered lasix. At 0040 vitals were stable but saturation dropped again & pt was placed on a 100% non-breather to maintain saturation and ordered to be transferred to the ICU. Both bags of platelets had infused. On the way to the unit, pt coded and died. No autopsy was done.